Event description:
Reportedly, the device power shut off shortly after the analyze button was pressed. The device was powered back on but shut off again when analyze was pressed. The device would then not power back on. Paramedics arrived on scene at this time and connected their manual defibrillator to the patient. The patient was then diagnosed with an unspecified but non-shockable ECG. The patient was not resuscitated. The facility indicated that patient outcome was not affected by the report, due to a physician's assessment of patient condition.